Event description:
During laparoscopic-assisted robotic pancreaticoduodenectomy, the endo gia jaws would not properly close. There was no impact to the patient. The rep states it was the reload, not the stapler that failed. Notes from the operative report: ..."the next phase of the operation, creating our gastrojejunostomy done antecolic fashion to the posterior wall of the stomach side-to-side, 2 loads of endo-gia or robotic gias were used, common enterotomy closed with v-lok running stitches and then halsted stitches for a second layer closure."